Event description:
During procedure, surgical tech tried to load 2-0 endo-stitch from a multi-pack into suturing device. The endo-stitch would not load correctly. A new pack was opened to conclude the case, and the defective endo-stitch was given to the clinical engineering department. No harm came to the patient and the procedure was completed successfully. Per site reporter, the manufacturer will be issuing a return kit. We will return the device for failure analysis.